Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the 45 mm reload was used, the surgeon was able to press the green button but was not able to squeeze the handle, it was not able to fire and was also reported to be prefired. The 60 mm reload had an unknown issue.